Event description:
- -

Event description:
Additional information was obtained. A revision procedure is intended in the near future.

Event description:
Additional information was received. Eleven months later, remote monitoring revealed a high lead impedance measurement had occurred. This information was provided to the physician and is being further monitored. No adverse patient effects were reported.

Manufacturer narrative:
- -

Manufacturer narrative:
When the revision information has been obtained, this event will be updated.

Manufacturer narrative:
- -

Event description:
Additional information was received. A revision procedure was performed. The right ventricular lead was removed and replaced. The replacement lead was reconnected to this device and acceptable measurements were obtained. This device remains implanted and in service.

Event description:
Boston scientific received information that interrogation of this device revealed a high out of range shock impedance measurement. This information was provided to the physician. A decision has been made to further monitor this issue and no intervention or programming changes have been performed at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.